Event description:
The customer contacted the customer care solution center and alleged a view pad alarm on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer contacted the customer care solution center and alleged a view pad alarm on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered. There was no adverse event or patient harm reported.